Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nano¿ 2nd gen pen needle was used and the patient experienced hyperglycemia. The following information was provided by the initial reporter: "consumer reported glucose values going up to 500s reading. Caller is visual impaired but spoke with her assistant who helps her on non patient end placement and flow checks. They always use a new needle for each injection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022 . H.6. Investigation: customer returned 16 unused 4mm, 32 gauge nano pro pen needles from lot 1132269. Visual inspection did not find any defects. Each of the pen needles were attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle. All pen needles were returned unused, undamaged, and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of a hyperglycemic condition as the result of using the pen needles. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported bd nano¿ 2nd gen pen needle was used and the patient experienced hyperglycemia. The following information was provided by the initial reporter: "consumer reported glucose values going up to 500s reading. Caller is visual impaired but spoke with her assistant who helps her on non patient end placement and flow checks. They always use a new needle for each injection ".